Event description:
It was reported that the tubing sets continued to free flow after priming. There were no variations to the tubing set that was noted that would have caused the free flow event, (i.e. Missing roller clamp). The customer further stated that there was no patient involvement as the events occurred during priming.

Manufacturer narrative:
The customer¿s report that the tubing sets continued to free flow after priming was not confirmed. Inspection of the as-received samples observed no obvious issues. Functional testing of loading the reprimed sets into a lab pump module also observed that there was no fluid flow through the sets as expected. With the loaded set's roller clamp not activated, it was also observed that there was no fluid flow through the set as expected. The root cause was not identified

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing sets continued to free flow after priming. There were no variations to the tubing set that was noted that would have caused the free flow event, i.e. Missing roller clamp. The customer further stated that there was no patient involvement as the events occurred during priming.